Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for inability to detach as intended and expired on lot # 4009394. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (pen needle, inability to detach as intended and expired) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle was expired and the cover would not attach to removed the pen needle from the pen. This was discovered during use. The following information was provided by the initial reporter: material no:320122, batch no: 4009394. It was reported that the consumer had issues removing the pen needle from the lantus pen. Also, this contact's lot number would be expired. Caller called in new start to injecting. Wanted to review the process of an injection while completing it on the phone. I informed completely all the steps. When it came to remove the pen needle from pen. She could not get the cover to attach to the pen needle to pull it away. Claims it turned but would not remove from the pen. She used her fingers and just placed it in the container. Did not get injured in this process. Advised to always use the cover.